Event description:
On 10/30/1998, the pt's spouse informed the MFR's rep of the following: his wife's device was explanted because it leaked and had holes. He did not have any details (ie catalog/lot number of the device, implant/explant dates, physicians names, addresses, telephone numbers etc) at hand. A blank product complaint report form was faxed (10/30/1998) to the pt's spouse which was to be completed and faxed to the MFR's rep as soon as possible. Additionally, the pt's spouse stated that the device may be available to be returned to the MFR for analysis: however, he would like to speak with his wife prior to giving a definite answer. No further details were provided at this time.